Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl. Customer's other blood glucose value 388 mg/dl and 450 mg/dl and 400 mg/dl. The customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was over delivering. The device was not expected to be returned for analysis.